Event description:
It is reported that the patient underwent a revision surgery. During surgery, the previously implanted base pate, glenosphere and screws were removed and replaced with endo head and adaptor on the original stem. The 30mm superior screw was broken and part of that screw remained in the patient. It is also reported that no bone ingrowth was observed on the base plate.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays or other relevant source documents. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).